Event description:
The hcp reported that the patient was experiencing "increased pain in low back, cathetergram showed improper catheter placement, low battery." The patient underwent complete revision of pump and catheter. The patient developed "post-op minor cellulitis - treated with dicloxicillin".

Event description:
The device was explanted and returned to the manufacturer for analysis after an implant duration of 37 months. No reason for the explant was provided.